Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology was not reported and the access vessels were reportedly narrow and calcified. It was reported that the arteries were pre-dilated with 16 fr and 20 fr dilators as well as an 8 mm balloon. Sterile lubricant was then used to insert the delivery system after which the stent graft was successfully deployed. Upon removal of the delivery sys, it felt like it was locked within the vessel and would not retract out of the vessel. Further attempts to remove the delivery sys tore the pt's iliac artery. Bleeding was controlled with a reliant balloon, after which the artery was repaired by sewing in a 9 mm dacron graft. Then a conduit was sewn to the vessel which aided in the insertion of the remaining stent graft components. The bifurcated stent graft was converted to an aorto-uni-iliac by placing an aortic cuff in the flow divider and then a femoral-femoral bypass was performed. The pt tolerated the procedure well and no add'l clinical sequelae were reported. The delivery sys was not returned for eval.